Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited noise. The noise could not be reproduced with isometrics. The device was reprogrammed and remained implanted. The patient would be monitored.

Manufacturer narrative:
(B)(4).